Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from the device. Upon interrogation, it was found that this device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended; however, at this time the device remains implanted and in service and the physician planned to monitor the device monthly. No adverse patient effects were reported.